Event description:
The "laser aimer" device came loose during a case and fell on a pt. No pt injuries were reported. The laser aimer is a removable device with a lock pin. During this procedure the lock pin was inserted from the wrong side which allowed the locking cam to fully rotate and release the laser aimer.